Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error code. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information received via email attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-2120-0104-01. D4: correction: model number: 2120.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with the tamper seal and battery door missing. Error was found in the device ehl (event history log). The customer stated problem error code was duplicated. The reported problem was due to software timing. However, the root cause of the problem is unknown. For corrective action, it was recommend for the error code to be cleared and to reinstalled software applications. A manufacturing DHR (device history record) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.